Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a complaint of no improvement in near vision after the preloaded intraocular lens (iol) was implanted. The patient underwent cataract surgery of the left eye on (B)(6) 2024, and the patient requested a lens which showed near hand vision in the same way as the vision of the right eye. However, the vision after surgery was about 60 cm to about 3 m. Glasses were prescribed, but there was too much difference in perspective between the right and left vision, which interfered with the patient's daily life. The lens was explanted on (B)(6) 2025 and a replacement iol was implanted. The account indicated that the lens was calculated to be "+ 18.5" aimed at about 40 cm and "+ 16.5" aimed at about 80 cm. No patient injury was reported. No other medical intervention was required. No further information was provided.